Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. During explant, the physician found a leak in the fold of the cuff and noted there was no fluid remaining in the device. The device was explanted and replaced. No patient complications were reported.